Manufacturer narrative:
H4-device manufacture date (material/lot/date), 25-878-04-91, lot 33535907, 27-jan-2023, 25-878-05-91, lot 33614432, 28-may-2024.

Manufacturer narrative:
D4 - possible material/lot/UDI numbers 25-878-04-91, lot 33535907, (B)(4). 25-878-05-91, lot 33614432, (B)(4).

Event description:
Non-locking 1.5 mm screws implanted into compromised bone of heavy smoker became loosened from bone and were removed.